Manufacturer narrative:
1/7/1998-supplemental report #1 submitted to FDA. The reported condition is confirmed; however, we are unable to reliably determine the cause of the difficulty encountered.

Event description:
The product was used during an unspecified procedure. Reportedly, the suture broke. The surgeon used another product to complete the procedure. The hospital has reported no patient injury occurred.